Manufacturer narrative:
Product analysis: it was also determined at analysis that the stylus not responding to the touch screen as a result it was not possible to do the incoming checks. The hinge plate, cord bay latches, media door latch and bullets assay were broken. The paper tray was nearly empty, and the bezel (display) was cracked, considered acceptable. The software was reconfiguration to eliminate possible software issues. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer's telemetry connector was defective. It was further reported the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.